Manufacturer narrative:
(B)(4): patient outcome not provided by reporter. (B)(4): endoleaks are labeled in the IFU. Event evaluation: still under investigation.

Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2011. Though the patient had high tortuosity at proximal neck, the physician judged that his anatomical form (proximal neck form and angle) was within a range written on IFU of zenith. Ptra was conducted to the right renal artery by ballooning after the aaa repair just to prevent occlusion. Also, another manufacturer's stent was placed to the right iliac leg just to ensure the sealing. The final confirmatory angiography showed a proximal type I endoleak. Other manufacturer's aortic extender (26mm x 3.3) was placed and it was sealed with maxi balloon (25mm). Then, the endoleak was solved (1820334-2011-00250). The final confirmatory angiography showed a notable type IV endoleak from the main body. There was no treatment conducted to the endoleak (1820334-2011-00251). The patient act: before the procedure: 132 / during the procedure: 234 -->311. There has been no patient outcome provided.